Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the information obtained, the event of peritonitis attributed to patient breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that this patient on peritoneal pd (pd) therapy had peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2026 and had a pd culture obtained. Per the nurse, the pd culture revealed an elevated white blood cell (wbc) count (result 2,189). The patient was initiated on a 21 day course of antibiotic therapy utilizing vancomycin (2 grams) and ceftazidime (2 grams) intra-peritoneal (ip) for a diagnosis of peritonitis. The patient is reported to be recovering from the event and continued pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.